Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and possible over delivery anomaly. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed for low blood glucose event and the customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirmed total units of normal bolus delivered on (B)(6) 2024 due to insufficient data in pump history. Pump error 130 on (B)(6) 2024 22:04:31.000, pump error 37 on (B)(6) 2024 22:11:12.000, pump error 43 on (B)(6) 2024 23:34:11.000 and pump error 38 on (B)(6) 2024 23:56:31.000 were found in the history files. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to the force sensor zero offset test and motor test due to moisture damage to the motor assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Pump error 130, pump error 43, pump error 37 and pump error 38 were confirmed due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.